Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d, implanted: on (B)(6) 2024; 429688, implanted on (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the emergency room with alerted mental status and was found to have positive blood cultures for methicillin-resistant staphylococcus aureus bacteremia. The patient was treated with antibiotics. A transthoracic echocardiogram (tte) showed a small, mobile echodensity noted on right atrial lead. Device removal was recommended, but the patient was not considered a candidate for the procedure due to comorbidities. During the stay in the emergency room, the patient experienced worsening renal function and dobutamine infusion was started. The device was subsequently deactivated and transferred to hospice care. The patient declined due to terminal complications related to congestive heart failure and passed away. The patient was a participant in a clinical study.